Manufacturer narrative:
Reference the following medwatches with patient identifiers for the following systems: b)(6) ¿ nano meter - system 1 - serial number - (B)(4). (B)(6) ¿ nano meter - system 2 - serial number ¿ unknown.

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 321 mg/dl, on nano system (system 1) and 144 mg/dl on friend¿s nano system (system 2). The same vial and lot of test strips were used on both meters.. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.